Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the doctor inflated dissection balloon per IFU indications and anterior portion of balloon did not open. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sm pro access and dissector suste, 10mm-1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The trocar balloon and dissector balloon appeared intact. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).